Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Please see updates to d8, g2, h3, h4, h6 and h10. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the intermittent image was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. However, the evaluation has not begun yet. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
During the beginning of an endobronchial ultrasound (ebus) procedure/ navigation bronchoscopy, intermittent video displayed on the evis exera iii video system center. There was no delay reported and the procedure was completed using the same device. There were no reports of patient harm associated with this event.